Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release. The infusion set was in use for three days. No further information available.